Event description:
It was reported that during a device interrogation a parity error that corrupted the counter data was noted. Subsequent evaluation of received support documentation revealed multiple parity issues. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the egm (electrogram) pre-storage data was missing/invalid and there was a status of system/software error. Multiple parity errors are noted in the log in the form of single bit ecc error. There is no full power on reset (por) recorded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.